Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an iliac interventional procedure performed using a contralateral approach, the omnilink stent "stripped off" the balloon, after passing over the horn. The physician removed the device system and sheath as a single unit. A second omnilink was successfully used to complete the procedure. Reportedly, the iliac had a very tight angle. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.